Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22may2019. International UDI # (B)(4). The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the power management (pm) board and the central processing unit (cpu) board to address the reported problem. The device is back in service.

Event description:
The customer reported a touchscreen failure. No patient or user harm was reported.